Event description:
I have a dexcom g6 paired to my iphone. I also wear hearing aids. When the dexcom goes off for highs or lows, I get extremely loud alarms in my hearing aids, right in my ears. It would be nice if there was a means to lower the alarm volume, as it hurts when the alarms go off and I am wearing the hearing aids. I wear hearing aids all day every day.